Event description:
PICC placed in r cephalic vein. There was some difficulty advancing catheter with 7-8" outside vein. The catheter did advance all the way into vein eventually. When attempting to remove the guide wire, it hung up and caused the catheter to bunch up near the entry site. It was very difficult to remove the guide, but eventually it did come out. The next day the catheter had to be removed-2 holes one at 2" and one at 4" were discovered.